Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a large build-up of solidified contrast media inside the balloon. An examination of the tip found that the tip was bunched/pinched closed. As a result of this damage a 0.035inch size guidewire could not be loaded through the tip. As a result the wire was back loaded from the hub where it passed out through the tip with minor resistance noted at the tip site. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. The 12.0mm x 40mm, 75cm mustang¿ balloon catheter was selected. However, there was a difficulty upon reloading the balloon catheter despite complete balloon deflation. It was also found out that the balloon was ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. The 12.0mm x 40mm, 75cm mustang balloon catheter was selected. However, there was a difficulty upon reloading the balloon catheter despite complete balloon deflation. It was also found out that the balloon was ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).